Event description:
It was reported that during a left lower lobe wedge resection procedure, the device fired fine on the first firing with a gold load. After firing was complete, the knife blade would not retract all the way. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and with no cartridge reload present. In addition, a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Event could not be confirmed as the knife worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.